Event description:
It was reported, the camera head had bad image quality, the camera head visibility was no good. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had blurry and noisy image due to a faulty ccd. Additional findings include a crack on the connector and stain as well as rust inside the charged coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.